Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the humidifier holder has been broken. The humidifier holder will be replaced. The humidifier holder is intended for an active humidifier with or without a water bag, and the humidifier holder is specified and verified for a total load of 120 n (12 kg). The servo-u user¿s manual states a maximum load of 5 kg. As an example, an active humidifier fisher&paykel mr850 filled with water weights 3.1 kg according to its user¿s manual. To break the holder arm, extensive force outside intended use is needed. Tests have showed that the product may withstand up to 400 n (40 kg) load downwards before deformation of the plate fastening screws occur. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst case scenario, falls off the ventilator carrier and may lead to stop of ventilation (extubation) or injury. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that ventilator's humidifier holder broke. There was no patient involvement. Manufacturer's ref #: (B)(4).